Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Update to b2, h1.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an instrument sheath had fallen off and was lost for some time. The customer located the sheath during the surgical procedure. It was believed that the involved instrument was a monopolar curved scissor. There was no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the site said that the occurrence was mentioned in passing by a surgeon. They were speaking about a past surgery where this occurred. They were in the middle of a case, so no specifics were able to be obtained other than the sheath was eventually located.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.